Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the right eye on the surgeon side console (ssc) would not power on. The fse replaced the right eye monitor on the ssc. The system was tested and verified as ready for use. Isi received the part involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the customer reported complaint. Fa found an electrical and fiber optic defect(s).

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the right eye was blank in one (1) of the surgeon side console (ssc). No errors were reported and no errors in the system logs indicated a video failure. Intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to power-cycle the system, in order to attempt to restore the right eye image in the console. The procedure continued after the power-cycle, using the second ssc. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome. Isi contacted the isi clinical sales representative (csr) and obtained the following additional information: the issue was discovered as soon as the surgeon sat down at the ssc. The customer performed three (3) power-cycles, but could not resolve the issue. The surgeon went to the second ssc and completed the case with no issues.